Manufacturer narrative:
This report is submitted on august 20, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth and subsequently was administered a topical steroid. It is unknown if there are plans for revision surgery as of the date of this report. Additional information was requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic it was reported that the patient underwent revision surgery on (B)(6) 2018 to excise additional skin at abutment site. This report is submitted on october 22, 2018.